Event description:
The catheter was explanted; reason for explant provided was "occlusion". No pt symptoms were reported. The pump contained compounded baclofen and dilaudid. Add'l info was requested but no response was rec'd.